Event description:
Note: date of event is unk. In 2009, a boston scientific employee became aware of a clinical study article, "combined endoscopic stent insertion in malignant biliary and duodenal obstruction", by m. Mutignani, et al. According to the article, the wallflex enteral duodenal stent was used in a combined endoscopic stent insertion. Within seven days of stent insertion, the pt experienced bleeding that was controlled by embolization of the gastroduodenal artery. There is no further info from the article regarding the status of the pt.

Manufacturer narrative:
Unk/no info available from user facility. The device manufacture date and expiration date are unk since the lot # is unk. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.